Event description:
The caller reported an issue with incorrect time settings on their device, which was adjusted to ensure proper functioning. There was no adverse impact to the customer¿s blood glucose level as values remained within the normal range. Technical support assisted the caller with updating the pump's time and advised monitoring for any recurrence of discrepancies, which the caller acknowledged.